Event description:
During a remote follow up, high pacing impedance was noted on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.